Event description:
Per information provided: on (B)(6) 2000 - patient was diagnosed with recurrent incisional upper midline hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per op notes, "a bard flat mesh (device #1) was placed and sutured." On (B)(6) 2002 - patient was diagnosed with incisional hernia thereby underwent open repair with explant of bard flat mesh (device #1) and implant of composix kugel (device #2). Per op notes, "a composix kugel (device #2) was placed and sutured." On (B)(6) 2004 - patient was diagnosed with multiple ventral hernias (x8) thereby underwent open repair with explant of composix kugel (device #2) and implant of synthetic mesh. Per op notes, "the previously placed composix kugel (device #2) folded on itself, and omentum adhered was removed completely. A synthetic mesh was placed and sutured." On (B)(6) 2006 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device #3). Per op notes, "multiple adhesions were taken down and a sepramesh ip (device #3) was placed and sutured."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard flat mesh (device #1) and additional supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.